Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had separated. The following information was provided by the initial reporter: I have a had a number of instances with our endo team regarding the bd maxzero IV extension sets ref# mz5304 "exploding" under pressure. There are multiple occurrences with these items flying off patients and spraying normal saline and occasionally blood. Here are the specific lot numbers: 25069019, 25069010. Additional information received from the customer: please provide an exact date of event in format mm-dd-yyyy? 09/07/2025, 09/08/2025, 09/10/2025. What was the medication type and duration of the infusion? No medication, lr gravity drip in pacu, pushing ns flushes as well describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient rolled over, cap came off, woke up in pool of blood and fluid.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5304 and lot# 25069010 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.